Manufacturer narrative:
This is not an implantable device. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the implantation of an intraocular lens (iol) the tip of the cartridge was noticed to be missing. Additional information was received and it was learnt that the technician loaded the lens into the cartridge and the doctor was about to insert the cartridge into the incision when the tip of the cartridge was noticed to be missing. No patient contact was reported. The lens was removed from the cartridge and placed into a new cartridge. No patient injury was reported. No further information was provided.

Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 04/13/2018. Device evaluation: the cartridge was returned at the manufacturing site for evaluation. Visual inspection under the microscope showed viscoelastic residue inside the tube and loading zone section, indicating that the unit was handled and prepared for surgical use. The cartridge did not have the complete tip. The body-nose section of the cartridge tip was missing, confirming the customer's reported issue. It seemed that the cartridge tip was cut. The way the cut was formed was consistent with a cartridge that was cut by a sharp tool as the shape was not typical of a mold defect. The shape of the affected part of the cartridge showed uneven sections. The condition observed in the complaint unit is an obvious defect that could not be missed by the manufacturing operators, as during manufacturing 100% visual inspection under microscope is performed. Also, the defect observed was detectable with unaided eye. The customer's reported complaint was verified. However, there is no evidence to suggest that the returned sample was affected by the manufacturing process. No product deficiency was identified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.